Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Foreign report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported during a humeral procedure, the distal screw fractured while screwing it into place.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Event description:
It was reported during implantation of a right intramedullary humeral nail, the head of the cortical screw fractured but was able to be retrieved; the remainder of the screw was left as it was functioning as intended. No additional patient consequences were reported.

Manufacturer narrative:
UDI# (B)(4). Concomitant medical products: humeral versanail reference no: 187-07-281 lot dmccco distal locking screw reference no: 1813-00-001 lot m14952a screw reference no: 8050-45-052 lot drdbrdf proximal screw reference no: 8050-45-032 lot drdbp4f.